Event description:
A patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the patient's counsel that he received a durom hip implant on (B)(6) 2012. No medical records or revision information has been provided. The patient is being monitored due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an/ or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).